Event description:
Surgical pack was opened in sterile manner. Suction handle was found to be deformed and unusable. Item was removed from sterile field and replacement was provided. Supervisor and materials management notified. Pack information: basic set-up pack. Lot #: 401900. Exp.: [redacted date].